Event description:
A zoll pt service rep (psr) called zoll customer support to report that, while fitting an (B)(6) old male pt, the pt's monitor was showing service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, test electrode belts would not stay connected to the monitor, causing belt communication faults. The root cause of the belts not staying connected was a defective monitor-belt connector (j1001). No adverse event resulted from the defective monitor-belt connector. The pt received a replacement monitor.